Event description:
Customer reported hospitalization due to high blood glucose. Customer has been running high. The blood glucose reading at the time of the event was 575 mg/dl. Diagnosed diabetes ketoacidosis. Customer was nauseated, right-side pain, tired and weak. Hospital treated with IV insulin and fluids. The blood glucose reading dropped down to 200 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.